Manufacturer narrative:
H10: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to shut off could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, the patient experienced pain and the physician was allegedly wanted to stop the procedure by pressing the round button and it did not work, then pressed three-to-four times but unsuccessful. Reportedly, the nurse disconnected the catheter from the generator, which ceased the operation. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a radiofrequency ablation procedure, the patient experienced pain and the physician was allegedly wanted to stop the procedure by pressing the round button and it did not work, then pressed three-to-four times but unsuccessful. Reportedly, the nurse disconnected the catheter from the generator, which ceased the operation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.